Event description:
It was reported that an ilet pump was accidentally dropped from a waistband, struck a wall, and sustained a cracked display rendering the screen unusable; the user could not navigate the shutdown sequence and a replacement was arranged. Symptoms included no injury to the user. Outcomes included device replacement logistics and planned return of the damaged unit. Investigation included complaint intake review and assessment based on user report and device history, with data synchronization to the mobile app completed prior to shutdown attempts. Investigation of this case revealed physical damage to the display assembly consistent with impact trauma, resulting in a nonresponsive screen and loss of usability of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental impact.

Manufacturer narrative:
Initial.